Manufacturer narrative:
Article citation: wolfs, r.c.w., ramdas, w.d. Acta ophthalmologica, (march 2019) vol. 97, supp. Supplement 262, pp. 27. Meeting info: annual congress of the netherlands ophthalmological society, nog 2019. Maastricht, netherlands. 27 mar 2019-28 mar 2019. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional information cannot be requested as there was no contact information in the article. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of a regular glaucoma implant has been placed in connection with inadequate eye pressure regulation in 4 unknown eyes and a revision of the xen stent was performed in 18 unknown eyes from 2015-2018 were noted in the article: ¿evaluation of xen minimal invasive glaucoma surgery.¿ acta ophthalmologica, 2019, pp. 27.